Event description:
It was reported that the arctic sun device had alarm 113 error. Alarm 113 was reduced water temperature control. Per sample evaluation results on 03dec2025, the chiller assembly was also found to be contributing to the original alarm 113 error. A no flow problem was confirmed during evaluation.

Manufacturer narrative:
The reported issue is confirmed. The root cause is a failed chiller assembly. The device was evaluated upon receipt. During equipment testing, it was confirmed that the t4 temperature did not decrease. The chiller pump was replaced, which did not fix the entire issue. Due to an issue with the chiller assembly, the equipment water temperature would not lower. The chiller assembly was replaced. The arctic sun was functionally tested for compliance with manufacturer specifications and passed all tests. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Based on the results of the investigation, no additional actions can be taken. Corrections: e, f, h. All available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had alarm 113 error. Alarm 113 was reduced water temperature control. Per sample evaluation results on (B)(6) 2025, the chiller assembly was also found to be contributing to the original alarm 113 error. A no flow problem was confirmed during evaluation.